Event description:
The pump was returned to animas. Evaluation revealed that the force sensor was out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history showed evidence of large prime volumes. During testing the pump performed the rewind, load, and prime steps without issues. The pump was opened and the force sensor was found to be out of calibration. (B)(6).